Manufacturer narrative:
H.2 device evaluation should have been selected on supplemental manufacturer device report 1220648-2024-24990 instead of additional information.

Manufacturer narrative:
The investigation for the automated impella controller (aic) controller failure-red alarm has been completed. Data logs were reviewed which found to have experienced a 1045 error with optical signals. This is caused by optical data misaligning and the console does not need to be returned for analysis due to the nature of this failure. The console was returned for evaluation. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed. D.4 revised serial number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24990. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24990 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised multiples fields in this section as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24990. H.6 code 4114 was reported previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24990 as the device was returned.

Event description:
A complainant reported the patient was on impella cp support. The automated impella controller was returned for investigation. During review of the logs, a controller error was observed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.